Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 340 mg/dl. Manual injections were administered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer reverted to manual injections for insulin therapy.